Event description:
Event description guidant received information that shortly after this implantable cardioverter defibrillator (ICD) and this ventricular implantable lead were implanted, intermittent loss of capture was noted and a few seconds of no stimulation was observed. Additional information was obtained that the observed loss of capture was actually intermittent pauses in pacing. While a physician was attempting to establish telemetry with the device, pressure was put on the device site and the patient implanted with these items reporting feeling poorly and became syncopal. During an invasive procedure to check connections, manipulation of the device header at the df negative port resulted in noise being exhibited.